Event description:
It was reported that the customer's insulin pump was not delivering normally. Customer stated that when trying to fill the cannula, it would stop or not load properly. The customer stated that the insulin pump alarmed no delivery twice when attempting to bolus and then turn off halfway while delivering. Customer also had issues when priming because the insulin pump would stop in the middle of priming. The customer's blood glucose was unknown. Customer was unable to troubleshoot because she was able to use the infusion set after attempting to prime on the third time. Advised customer to call back when the alarm occurs in order to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)